Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 386 mg/dl with polyuria and polydypsia associated with a pump issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient had to prime their pump twice in 24 hours, but did not receive a pump not prime warning. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: the last basal delivery and the last bolus delivery were on 09/25/2015. The pump was exercised for 24hrs with no errors, alarms or warnings during testing. A loss of prime warning was reproduced on the bench for testing purposes and the pump gave the appropriate sound warning and displayed alarm message on the screen. The pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates. The bolus history matched the total daily dose bolus history. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.